Event description:
It was reported that during a lap ventral hernia case, the tissue pad fell off into the patient, but was able to be retrieved with graspers. Another device was not needed to complete the case since this occurred at the end of the procedure.

Manufacturer narrative:
Information anticipated, but unavailable at this time.